Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4) (ofr). Ofr sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microorganism growth for the subject device.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device tested positive for stenotrophomonas maltophilia and staphylococcus epidemidis (4 cfu /endoscope in total). The subject device had been reprocessed using a non-olympus automated reprcocessor (wassenburg). There was no report of infection associated with this report.